Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) band-aid extra large bandages unspecified USA not applicable baxlbdusunsp. Upc #, lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band-aid extra large bandage. The consumer stated that 3 days after she had surgery, she put a band aid on her scar. The consumer alleges that the product was very sticky and hard to remove. The consumer stated that her skin was ripped off. Consumer called a health care professional at the emergency room and was told by a health care professional to use an antibiotic cream/ointment to treat the new wound. The symptoms have resolved.